Event description:
It was reported that a patient experienced suspected peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was not hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis was not reported. On an unreported date approximately one week prior to the receipt of this report, the patient began treatment with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the suspected peritonitis event. It was not reported if dianeal therapies were ongoing. On an unreported date, the peritoneal effluent fluid was clear. The patient was recovered from the suspected peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.